Event description:
Report received of a clave port that could not be accessed. A pt came into the emergency dept in full cardiac arrest. Prior to arrival, the paramedics had started a large bore jugular IV connected to a primary line of saline. Dopamine was connected to the secondary cassette port. When the clinician attempted to push nahco3 through the distal clave port with a needleless abboject syringe, she met resistance and was unable to deliver the medication. The clinician attempted to use another syringe and had the same problem. There were no reported leaks, cracks, or obvious deficiencies noted. In order to deliver the medication, the clinician eventually had to disconnect the primary tubing and then connect the nahco3 syringe hub directly to the hub of the angiocath. The clinician reports an approx 5-minute delay in therapy. The tubing was then reconnected, and the pt was transferred to the ICU. It is unknown whether any further attempts were made to access the clave port. There was no reported adverse pt effect.